Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating and elevated levels of cobalt and chromium. Update rec'd (B)(6) 2013 - pfs and medical records received. Part/lot was provided. During broaching, a calcar crack was noted. A broach has now been reported. Upon revision, corrosive metallosis was noted between the head and trunnion. The stem has now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.